Event description:
It was reported that an ilet bionic pancreas became unresponsive with a frozen display showing a blue circle, did not respond to charging or hard reset, and was replaced. Symptoms included none, and blood glucose was reported as 136 mg/dl without impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and coordination for device return and data sync. Investigation of this device revealed the complaint was only able to be confirmed through the user's evidence, as the device was in a functional state upon arrival.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.